Event description:
The user facility reported during a diagnostic colonoscopy, the image was completely lost. There was no pt injury reported. No additional info was provided.

Manufacturer narrative:
Olympus followed up on this report, and the user facility was contacted several times via telephone and in writing to obtain additional info regarding the report, but no further info was provided. The device referenced in this report was returned to olympus for evaluation. The eval confirmed image difficulties, however no complete loss of image was duplicated. The image was dim, displayed static, and observed to intermittently flicker. The bending section cover glue was noted to be peeling and sharp at both distal and proximal ends. The light guide lens was cracked, and 50% of the light guide fiber bundles were determined broken, which contributed to the dim image. The insertion tube was buckled and worn. The light guide tube was peeling, and the light guide prong was loose. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution.